Event description:
It was reported that a patient's implantable neurostimulator (ins) was replaced. It was reported that the patient was receiving good stimulation prior to replacement. During surgery the implanter read >10 ,000 ohms with 0 as reference. The lead was removed, wiped clean, and reinserted. With 5 as reference then 3, 4, 6, 7 were "good." The reason for ins replacement was unknown, but the patient was receiving good stimulation coverage post-surgery.

Manufacturer narrative:
Product ID 37754, serial # (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 1996, product type recharger; product ID 37746, serial #(B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID *unk-ld, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).